Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician had difficulty loading device through sheath. Physician felt that the nose cone was out of shape. Evaluation summary: the turbohawk device was received for evaluation without the cutter driver or any other ancillary devices. The lumen of the distal tip assembly was relatively free of collected tissue. A test 014" coated test mandrel was loaded through the rx guidewire lumen without complication. The tip assembly was slightly damaged during the loading of the device through the guide sheath but the device still tracked through the guide sheath without further complication. The distal tip assembly was measured for maximum width with a snap gage. The maximum od of the distal tip assembly was 0.1015". The design specification for maximum diameter is 0.105". The distal tip assembly was loaded through a test 7fr cook guide sheath. Examination of the tip assembly body revealed that the cutter blade had cut into the luminal wall of the tip assembly effectively stopping cutter assembly advancement 3mm from the housing window. The blade was exposed through the wall.